Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl and reservoir had air bubbles in it. It was found that there was a large amount of air in the reservoir. The event that blood glucose value was high had occurred continuously since the night before, and it seemed that insulin delivery had not been able to be performed. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test per (B)(4) as follows: reservoirs filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Performed device manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded and no air bubbles. (B)(4).